Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 536 mg/dl, 270 mg/dl, and 190 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate sv 200 device ruptured during filling. The device was being filled with an antibiotic when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.